Event description:
It was reported that there was a lead integrity alert (lia) due to high impedance of oversensing of noise on the right ventricular (rv) lead. No changes were made and the decision was made to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated and lead returned. Analysis information -- product ID# 693558. A proximal portion was received measuring 13.5 cm. A distal portion was received measuring 44.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the rv lead was possibly fractured and was explanted and replaced.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.